Manufacturer narrative:
The device has not yet been received for complaint evaluation. A supplemental report will be filed when the device is received and evaluated.

Event description:
Per the information provided, the needle remained imbedded in the patient's hip afer the microtip was withdrawn. The doctor examined the microtip and the needle to try and determine what happened. He removed the needle from the patient using a hemostat and verified the needle was intact. The procedure was completed using an 18g needle on a 10cc syringe, he converted to needling. The patient is reported as doing fine post-procedure.

Manufacturer narrative:
We have received the actual device (tx microtip) for evaluation and testing to verify the reported complaint. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. There was no indication of damage to the sheath or contact with hard tissue. Due to the state in which the device was received, functional testing could not be performed. It is suspected that non-axial motion by the user could have contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.